Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. Isi has not received the instrument involved with this complaint. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be conducted due to insufficient product information provided. The event date and instrument details such as lot number are unknown. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted procedure, unspecified tissue became stuck in the wrist of the force bipolar instrument which led to bleeding. It is unknown what tissue was caught, how much bleeding there was, and what intervention, if any, was required.

Event description:
It was reported that during a da vinci-assisted procedure, unspecified tissue became stuck in the wrist of the force bipolar instrument which led to bleeding. There was no report of a negative procedure or patient outcome related to this event(s). Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.